Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) was conducted on lot #01h1100128. The DHR investigation did not show issues related to the complaint. A document assessment for fmea (product/process) was conducted and no changes required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action taken. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the product was found to contain size 7.5 et tube instead of size 8.0 as specified. No report of a pt injury or pt involvement.